Event description:
It was reported that a revision surgery was performed due to a broken implant after 10 years in situ.

Manufacturer narrative:
No deviations from sops detectable. Based on the received information the patient suffered from a knee distortion resulting in the breakage of the medial condyle of the femoral component. Based on the received explants and medical information the prosthesis fracture is comprehensible. Macroscopic analysis of the received components does not show signs of material failures potentially related to the reported fracture. The articulation surface of the femoral component shows longitudinal stripes with a matt appearance. It remains unclear if these signs, more pronounced on the medial condyle, can be related to a higher functional load bearing situation in situ or to the fracture of the femoral component. The pe insert shows strong signs of abrasion on the medial aspect of the articulation surface occurred due to function of the prosthesis post breakage. Therefore the load bearing situation pre breakage cannot be assessed. Based on sem and edx analysis of the fracture surface no failure of the material is detectable. The structure of the fracture surface suggests a brittle fracture caused by an increased load exposure. On the received x-rays, dated about three and a half years post implantation, a gap between the femoral component and the bone can be observed anteriorly and posteriorly. Additionally, based on the received surgical report of revision a bone defect was detectable in the posterior aspect of the femur. It cannot be excluded that these findings resulted in an inadequate transmission of forces which might can be related to the reported breakage event. From the date about two and a half years post implantation on the received x-rays an unspecified structure with increased radiodensity is visible situated posterior to the femoral component. Its origin and a possible relation to the reported breakage event cannot be assessed conclusively.